Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that patient had an allergic reaction post operative to ar-1547bc bio-composite-tenodesis screw. No further information has been given as of today.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.